Manufacturer narrative:
The hospital maintained possession of the lead following the procedure. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high but not out-of-range shock impedances. Approximately 6 months later there were intermittent high out-of-range pace impedance measurements. A lead fracture was suspected. Surgical intervention was performed and the lead was explanted. During the procedure the patient developed a pericardial effusion and a pericardiocentesis was performed; 200 cc of fluids were drained. During extraction, the lead fully fractured was able to be explanted fully. No additional adverse patient effects were reported.